Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot activate monitor) has been confirmed. Upon evaluation, the front response button switch was defective. The cause of the inability to activate the monitor is the defective switch. The root cause of the defective switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient was unable to activate the device with the response buttons.